Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010 that an alarm was heard. Since the implant the pt never had therapeutic effect. After the implant, the pt had a j-tube placed over the incision so it could drain. There were pressure sores over the incisions. It was indicated that "often" less medication was being removed from the pump than expected. It was also mentioned that on occasion after a refill, the pt had a "baseball size" lump on her stomach that went away over time. It was stated that the symptoms occurred over the pump location. The pt also experienced withdrawal. The medications being delivered via the device system were clonidine and bupivicaine. It was reported on (B)(6) 2010 and confirmed by telemetry that an alarm occurred. The pt had a refill in the morning and later heard a critical alarm. It was again stated that the pt experienced withdrawal. The pt had been given a shot for the withdrawal symptoms but still had nausea, chills, and shakes. On (B)(6) 2010 withdrawal again was reported. The pt experienced headache, seizures, numbness in the right leg, her "demeanor was acting up," and the pt walked "like she was drunk." It was stated that the symptoms had occurred on and off since the pump was replaced. The pt's pump had been refilled the prior week, but the pump "was dry for 5-7 days." It was stated that on (B)(6) 2010 the pt's prescription was doubled but "no one said anything and it wasn't in her charts" so the pt ran out of drug 1 1/2 months early. The critical alarm was heard two times in the past 24 hours, but was not heard afterwards. The non-critical alarm was not heard. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR report #3007566237-2010-08871 regarding the pt's stimulator.